Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported that the right ventricular (rv) lead exhibited an increase in threshold. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.